Manufacturer narrative:
Results: flowcell and carbon bridge. Conclusion: the field service engineer (fse) serviced the analyzer but issue was not resolved as the customer reported a similar event on (B)(6) 2013. Please see medwatch #2050012-2013-00146 for the report of the event.

Event description:
The customer reported obtaining erroneously high sodium (na), potassium (k), chloride (cl), and calcium (calc) results for multiple patient samples involving a unicel dxc 800 synchron system. The customer indicated that erroneous results were reported out of the laboratory. When the issue was noticed, the samples were repeated on an alternate dxc analyzer and reports amended. There was no affect or change to patient treatment in connection with this event. The customer stated that the issue had been occurring intermittently over the past few days but could not provide details of previous occurrences or dates. Low level quality control (qc) for na, k, cl and calc prior to the event was high and out of the laboratory's established range; the other 2 qc levels were within the laboratory's established ranges. Beckman coulter field service engineer (fse) cleaned the flowcell and replaced the carbon bridge, sample probe and t valve.